Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. The insulin pump was received with broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube thread. Insulin pump p-cap / test reservoir does not lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.